Manufacturer narrative:
This patient received bilateral tmj devices in 2009. After eleven years, the patient presented to another surgeon with ¿teeth not meeting¿ (malocclusion) and pain. Imaging was taken, which showed that the left fossa component was broken. The patient denied any trauma, and the surgeon plans to revise the device. H3 other text : it is implanted.

Event description:
The patient's left fossa component was fractured.

Event description:
The patient's left fossa component was fractured.

Manufacturer narrative:
The surgeon plans to remove and replace the left fossa component. It is still implanted.